Event description:
It was reported that the programmer had telemetry failure. Both the programmer and two radio frequency heads were returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analysis did not confirm the customer comment of "failed telemetry," however the link electronics module board and the radio frequency head cables were replaced. The programmer then passed all functional and systems tests and no anomalies were found.